Event description:
Voluntary medwatch received states a performance issue was noted on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. There were no patient consequences.